Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a if the device or additional information is received at a later date, a supplemental medwatch will be sent. Additional information: what component of the device was broken? Blade. Did the device pass the pre-run test? Yes. Had the device been working and then stopped? When the surgeon stopped activation buttons, the blade was broken. After operation 5 mins. Was there a message displayed on the generator? It showed ¿instrument error¿, was there an issue with the activation buttons? When the blade had broken they didn¿t have activation buttons.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched ¿ evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on the gen11 generator, the ¿instrument error¿ alert was displayed. A probable cause of the device to stop activating and display an instrument error screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿ or ¿blade error detected¿ followed by a ¿replace instrument¿ screen later in the procedure, and continued usage can result in a broken blade.

Event description:
It was reported by the affiliate that during an unknown procedure, the ace36e blade was broken. No patient consequences reported. One device will be returning.